Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the devices had upload processing failures. The technical support specialist sent an email to the customer and later received a response. The customer confirmed that the issue had been resolved and granted permission to close the case. The system functioned as intended after the customer resolved the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a device with upload processing failure. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a device with upload processing failure. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.